Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1089940 , and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed what appeared to be a strand of hair inside the packaging. Based off the provided photo the engineer was able to verify the reported defect. It was determined that the origin of the strand of hair came from the packaging process. A piece of hair was accidentally introduced to the packaging machine and sealed with the device.

Event description:
It was reported that spinal needle 27ga 3-1/2in had foreign matter. The following information was provided by the initial reporter: we made the purchase of spinal anesthetic needle n 27g lot 1089940 fab 04/21 and in one of the cartons, we have a contaminated product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter first name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 27ga 3-1/2in had foreign matter. The following information was provided by the initial reporter: we made the purchase of spinal anesthetic needle n 27g lot 1089940 fab 04/21 and in one of the cartons, we have a contaminated product.